Event description:
A 68 year old female patient with known coronary artery disease underwent impella cp insertion via the right axillary/subclavian approach prior to percutaneous coronary intervention. A complaint was filed regarding slight oozing at the entry site and the need for packed red blood cells, as her hemoglobin decreased from 8.8 at the start of the procedure to 6.8. No obvious bleeding was observed at the anastomosis; however, the patient had a groin hematoma from an attempted arterial puncture. The case was coded as a major bleed and serious injury because blood products were required. It is likely that the bleeding was associated with one or both of the vessel related procedures.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1. Brand name corrected. D4. Catalog, serial and primary UDI number corrected.

Manufacturer narrative:
H9. FDA correction/ removal reporting no. Was inadvertently reported and should have been left blank. There is no recall associated with this event.

Manufacturer narrative:
Additional information has been provided in b5 event description). This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information states that the site tossed the site at explant.